Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s family member contacted support to report elevated blood glucose levels occurring during the night, with readings approaching 400 mg/dl. At the time of the call, the patient¿s blood glucose was 143 mg/dl. Review of available reports showed that the patient typically experienced elevated glucose levels after meals. Information was provided regarding carbohydrate intake and proper meal announcements, and follow-up with clinical resources was planned to assist the patient further. The patient¿s blood glucose levels were affected, reaching highs of approximately 400 mg/dl and remaining outside the 70¿180 mg/dl range for a couple of hours. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or any other assistance and did not report any immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.